Manufacturer narrative:
The company service rep examined the system and no problems were found. The solenoid spacers were replaced as a preventive measure and disposed of. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "loss of phaco power during case" (loss of power). The customer reported that in the middle of the case there was no phaco power. The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss confirmed phaco power was not set to 0 and that the footswitch went to position 3. The touchscreen display indicated the handpiece was ready for phaco. The customer tried another handpiece with the same result. The surgeon refused to use the system. The surgeon completed the case by converting to an ecce procedure. The following case was cancelled. The following case had received drops, but was not prepped. The pt outcome was good. No pt injury was reported.